Manufacturer narrative:
Lead model unk, lot: unk, implanted: (B)(6) 1991, explanted:unk. Extension model 748925, serial: unk, implanted: (B)(6) 2005, explanted: unk. Adaptor model 3550-09, lot: lc0057, implanted: (B)(6) 2005, explanted: unk. Programmer model 74335, serial: (B)(4). Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. Final device analysis for extension (B)(4) revealed no significant anomalies. Final device analysis for adaptor lc0057 revealed no anomalies. Final device analysis for lead (lot unk) revealed that the body of the conductor was broken within 10 cm of the connector area.

Event description:
The product was returned to the manufacturer with no information.